Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The sample initially resulted as 0.962 miu/ml and this value was reported outside of the laboratory. The patient went home and took a home pregnancy test; this test was positive. The patient's physician had another sample collected from the patient and tested. The new sample resulted as 72.37 miu/ml on (B)(6) 2015. The original sample was also repeated on (B)(6) 2015, resulting as 24.58 miu/ml. The repeat result was believed to be correct. The patient was not adversely affected. The hcg stat reagent lot number was 17927701, with an expiration date of 11/30/2015. The field service representative could not determine a cause. He ran mechanism checks and ran performance testing; these passed.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No reagent issue was evident. The laboratory humidity was found to be outside of specifications for the analyzer and this could be a possible root cause. Additional information required for investigation was asked for, but not provided.